Event description:
Tm sheared off at the base/keel junction thus causing the need for a revision surgery.

Manufacturer narrative:
The revised implant was not returned for investigation, as it was retained by the hospital. It is not clear what caused the apparent fracture at the baseplate/keel junction of this implant. A small percentage of gen 1 glenoids have been reported as fractured at the juncture of the baseplate and keel and thus, the product was subsequently recalled.